Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation.

Event description:
Arjohuntleigh received a complaint where it was indicated that while the resident was trying to lift herself "to be lying higher" using the ceiling lift: maxi sky 2, the element of buckle of the ceiling lift strap detached causing the strap to lose its intended position. As a consequence of this event, the resident was reported to fall into the on the bed backwards. No injury occurred. It was stated that the resident was shocked. Review of the photographic evidences of the involved strap and carabiner provided permitted to assess that not an arjohuntleigh components (strap and carabiner) were used.

Manufacturer narrative:
(B)(4). Arjohuntleigh has received a customer complaint alleging the malfunction of the buckle strap of the maxi sky 2 ceiling lift. Following the information provided, while the resident was trying to lift herself "to be lying higher", the element of buckle of the ceiling lift strap detached causing the strap to lose its intended position. As a consequence of this event, the resident was reported to fall into the bed backwards. Fortunately, no injury occurred. When reviewing similar reportable events registered in the last five (5) years (since oct 2011 up to oct 2016) for maxi sky 2 and similar ceiling lifts, we have not found any cases with the same or a similar fault description compared to the one investigated here: ceiling lift buckle failure related to its use during an unapproved procedure. The issue voiced by the customer in this case appears to be an isolated occurrence. Based on the collected information, photographic evidence and findings made during the inspection of the involved it was found out that the involved components: buckle, the black strap and the triangle attached on arjohuntleigh ceiling lift were not recognized as arjohuntleigh products. This appears to identify user error as a root cause of this event. The device instruction for use (001.15698_rev. 6) that was sent out with the involved device clearly points out the importance of using only the arjohuntleigh components with our devices: "warning: arjohuntleigh strongly advises and warns that only parts designated by arjohuntleigh should be used on products and other devices supplied by arjohuntleigh. Injuries can be caused by the use of inadequate parts" page.6 "warning: unauthorized changes on any arjohuntleigh product may affect its safety. Arjohuntleigh will not be held responsible for any accidents, incidents or deficiencies of performance that occur as a result of any unauthorized changes to its products". Page.6 what is more, there is certain obligation for the caregiver to perform actions to ensure that the product remains within its original manufacturing specification. "Actions before every use: the daily maintenance is carried out before using the lift paying special attention to the following elements: inspect strap for wear, discoloration or loose threads (..)". The issue at hand is in line with unapproved modification of the device, therefore user error could not have been ruled out. Our investigation shows that if the IFU safety warnings are followed, it will not lead to any patient or caregiver risk. The device was out of the manufacturer's specification at the moment of event. It was being used for patient care at the time of the event - and in that way contributed to the event.